Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, power on self-test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f22 alarm (malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains high or low) was identified on pump during functional testing and the review of the alarm log. The cause of the condition was determined to be due to be a defective circuit board for the master cpu. The flo-gard infusion pump was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have f22 alarm (malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains high or low). No additional information is available.